Event description:
Per the audiologist's report, the patient had discontinued use of his cochlear implant system two years ago due to sound being "too loud." In 2008 the patient decided to resume device use. At the clinic, no communication could be established with the implant. The results of an integrity test done were consistent with a malfunctioning receiver/stimulator. Explantation/reimplantation surgery had not been scheduled as of the date of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.